Event description:
Right shoulder arthroscopy with inferior labral repair completed on (B)(6) 2018. Patient reports he has done quite well until a few days ago. He was sent in the clinic (B)(6) 2018 with increasing discomfort to his right elbow over the last 3 days, with significant increase in pain this morning and lump noted proximal to the antecubital fossa near the distal biceps tendon with no report of injury. X-rays obtained in clinic indicated obvious metal foreign body located within the right elbow. Scheduled at the (B)(6) surgical center for foreign body removal right elbow (B)(6) 2018. Op note indicates, "the object was a metal nitinol guide-wire." Surgeon consulted with parents. Event reportable to the state of mn (4. Retention of a foreign object in a patient after surgery or other invasive procedure, excluding objects intentionally implanted as part of a planned intervention and objects present prior to surgery that are intentionally retained). Dates of use: (B)(6) 2018. Diagnosis or reason for use: percutaneous insertion kit for 3 mm suture tak labral repair.